Event description:
Boston scientific crm received information that at the implant procedure for this lead, the initial needle stick caused a pneumothorax. The procedure went on as planned and the device and leads were successfully implanted. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.